Event description:
Patient experienced 99+ inappropriate shocks, which depleted the devices battery and led to eri. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eri, a number of 243 charging cycles was recorded in the devices memory. The device was implanted for 29 months. The amount of charge taken from the battery was verified, indicating the battery status eri to be as anticipated. The memory content of the device was inspected. The last ventricular tachycardia was detected on (B)(6) 2016. On that day, the ICD performed at least 117 charging cycles. The available iegms of that day show that the vf detection was triggered by intrinsic signals. A sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the ICD was fully functional. The battery status eri was as expected.